Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device intracapsular rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Event description:
Healthcare provider reported, a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, part of the shell is missing, crease fold, wear abrasion, underweight. A microscopic analysis was performed which identify, crease sharp opening on posterior. Stress mark. Based on the device analysis, the final assessment is: a crease sharp broken on posterior assessed, as fold flaw opening. Missing shell assessed, as inconclusive.